Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5106339 that a female patient underwent a breast surgery with two unspecified mentor saline implants and experienced generalized illness symptoms including pain, dry eyes, food allergies, inability to exercise, migraines, brain fog, amenorrhea. And breathing difficulties post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.